Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was confirmed that the device can not be repaired due to the age of the device. The device was returned to the customer unrepaired per their request. The device will be scrapped by customer.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section h11 additional mfg narrative of initial MDR indicates: a stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was confirmed that the device can not be repaired due to the age of the device. The device was returned to the customer unrepaired per their request. The device will be scrapped by customer. Section h11 additional mfg narrative of initial MDR should indicate: a stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify or duplicate the reported issue. It was confirmed that the device can not be repaired due to the age of the device. The device was returned to the customer unrepaired per their request. The device will be scrapped by customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.